Event description:
It was reported that patient had hematoma and bruise on the second day of insertion which led to high blood glucose level which was treated with insulin pump on (B)(6) 2026. The site of insertion was abdomen.

Manufacturer narrative:
E1: event country: saudi arabia. Name: medtronic minimed. Country: united states of america. Street address: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.